Event description:
The surgeon performed a laparoscopic lysis of adhesions on a pt with three previous lysis procedures and a previous hysterectomy. During the course of the procedure a sigmoid laceration occurred and was repaired by laparotomy. At the conclusion of the procedure 300ml of intergel was instilled. The pt was discharged on the third post-operative day. On the seventh post-operative day they developed severe pain and symptoms consistent with a small bowel obstruction. They were admitted to the hospital. White blood count was 7000. They were afebrile. CT showed a fluid collection and the appearance of the thick substance coating the intestine diffusely. A needle was inserted under radiologic guidance and a fluid resembling intergel was aspirated from the collection. The pt is starting to improve, and their small bowel obstructive symptoms have resolved. Pt is still in pain but this too is resolving.